Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The curve appears to show a true positive with a low amplification indicating a sample at lower titer. Note that samples with low titers at or near the limit of detection (lod) of the test may generate wavering results. It is also possible that a low level of laboratory contamination could cause a low viral load in the sample. The most likely cause for the discrepancy observed is due to the sample having a low viral load, where results are known to waiver.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant results with one patient sample using the cobas® sars-cov-2 & influenza a&b assay for use on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on a different cobas® liat® system which yielded negative results. The same sample was repeated again on a different platform (standard m10, sd biosensor sars-cov-2 assay) which yielded a negative result for sars-cov-2. The negative result was reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.